Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided. Model/lot requested however not provided.

Event description:
It was reported that there was an unspecified tubing issue event that occurred on (B)(6) 2019. The risk manager confirmed that there was no patient impact and will not provide any additional event details, customer requesting to close the complaint.